Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device exhibited a boot up failure. There was no reported patient involvement. The rse evaluated the device remotely and it was determined that this was a malfunction of the processor pca (printed circuit assembly). The customer replaced the dfm100 assy processor (part number: 453564489071) to resolve the issue and the device was returned to service. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the processor pca. The cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement dfm100 assy processor to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.